Manufacturer narrative:
B4:17may2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced power supply to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of report: 07may2021. No patient involvement.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement.